Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: dissection, requiring surgical replacement of the ascending aorta is considered to be permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, four xience v stents were implanted, a 3.0 x 18 mm in the mid lad lesion, a 2.75 x 12 mm in the distal lad lesion, a 3.5 x 23 mm in the mid circumflex lesion, and a 3.0 x 23 mm in the rca ostial lesion. The following day, the patient experienced an aortic dissection that was surgically treated by replacement of the ascending aorta. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- dissection, is a known adverse event associated with coronary stenting, not necessarily an indication of a quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." It is likely that the surgery is a secondary effect of the dissection; however, a conclusive root cause cannot be determined. The other three xience v stents indicated are being reported under the same manufacturer report number.